Event description:
Related manufacturer reference number: 2017865-2023-95589. It was reported the patient's pacemaker was explanted and the patient's right ventricular (rv) lead was capped. The pacemaker and the rv lead were both successfully replaced on 30 nov 2023. No patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Please retract this report as response from the representative received confirms there's no allegation of malfunction against the device.